Manufacturer narrative:
Literature/abstract citation: ishikawa t, kimura h, nakata k, komukai k. Recoil of promus premier® 4-month after placement for ostial lesion of right coronary artery [abstract]. J am coll cardiol. 2016; 67 (16 suppl. 1): s278-s9. 21st cardiovascular summit: transcatheter cardiovascular therapeutics (B)(6), tctap 2016 (B)(6) 2016-04-26 to 2016-04-29. If implanted, give date: (B)(6) 2014. Event date: (B)(6) 2015. (B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for analysis. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal abstract that recoil and restenosis occurred.